Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Initial and final MDR (B)(4). Device 4 of 6

Event description:
Unomedical reference number (B)(4). Event occurred in the netherlands. It was reported that patient experienced six infusions set leakage at site on 13-jun-2024. Infusion set has been used for 3 days. No further information available.